Event description:
It was reported that during a lap cholecystectomy, the clip was malformed at the 3rd firing. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.